Event description:
The surgeon was performing a tonsillectomy and adenoidectomy on the patient and was using the suction coagulator. While using the suction coagulator, the device arced, and the surgeon sustained a small burn to his right index finger. The cautery device was removed from the field and a new device was utilized. The patient had a bovie pad on his abdomen and no burns were visualized.